Event description:
Cutera received notification from the FDA of medwatch report (mw5059316) received through the FDA medwatch program. Report (mw5059316) was submitted by a patient that had received 2 laser treatments to the right thumb nail because the nail was thought to be infected with fungus (onychomycosis). Laser treatment #1 occurred in 2012 and laser treatment #2 occurred in 2013. The exact dates are unknown. The patient has a pre-existing, chronic, autoimmune medical condition of psoriasis that progressed to psoriatic arthritis. The patient reported the side effects of "pain and swelling of the right thumb joint" that occurred outside of the treatment area of the right thumb nail. Side effects occurring outside of the treatment area is inconsistent with the known and foreseeable clinical side effects and experience of the cutera laser genesis procedure. Distal psoriatic arthritis affects the end joints of the fingers and toes. The patient's symptoms of "pain and swelling" of the distal thumb joint are consistent with the diagnosis and clinical presentation of the chronic, autoimmune disease of psoriatic arthritis. Cutera can not rule out the possibility that the right thumb nail and right distal thumb joint were affected by the nail psoriasis and distal joint arthritis prior to the laser treatment. The patient reports being placed on a "12 week course of fungal medication that had no benefit" to the nail. Nail involvement is a common feature of psoriasis and may cause changes in the nail that are similar to nail fungus. The most frequent differential diagnosis of nail psoriasis is onychomycosis. Onychomycosis can coexist with nail psoriasis. The patient reported that the "pain and swelling" of the right, distal, thumb joint occurred within 5 days after laser treatments 1 & 2. Cutera has not received any prior reports of an exacerbation of psoriasis or psoriatic arthritis occurring after a laser treatment. However, because of the proximity of when the symptoms occurred after the laser treatment, the patient believes the symptoms are related to the treatment. Cutera can not rule out that the heating of the nail and surrounding tissue during the laser treatment caused an exacerbation in the symptoms of the pre-existing psoriatic arthritis in the right distal thumb joint. There are no device performance complaints associated with the clinical complaint. Cutera has not received a clinical complaint report from the laser treatment provider. The location of the laser and the physician that performed the treatment is not known to cutera.